Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removal") and experienced asthma ("asthma"), abdominal pain ("abdominal pain"), pain ("pain"), anxiety ("anxiety"), fatigue ("tired"), depression ("depression") and goitre ("thyroid swollen"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the asthma had not resolved and the goitre outcome was unknown. The reporter considered abdominal pain, anxiety, asthma, cholecystectomy, depression, fatigue, goitre, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -hysterectomy,asthma, gall bladder removal, pain, anxiety, fatigue, depression, abdominal pain ,thyroid swollen quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: hysterectomy, asthma, gall bladder removal , pain, anxiety , fatigue, depression, abdominal pain ,thyroid swollen and reporter information were updated. On 20-mar-2020: follow up 1 and follow up 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removal") and experienced asthma ("asthma"), abdominal pain ("abdominal pain"), pain ("pain"), anxiety ("anxiety"), fatigue ("tired"), depression ("depression") and goitre ("thyroid swollen"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the asthma had not resolved and the goitre outcome was unknown. The reporter considered abdominal pain, anxiety, asthma, cholecystectomy, depression, fatigue, goitre, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -hysterectomy,asthma, gall bladder removal , pain, anxiety , fatigue, depression, abdominal pain ,thyroid swollen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.